Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an occlusion in the lower lip with juvéderm ultra plus¿ xc to the lips. The event occurred on the same day. A bruise was seen shortly after the injection. Symptoms were reported as not product related; ¿likely due to the patient's anatomy.¿ patient was treated with reactine® and hyaluronidase. Event resolved 6 days later.